Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The data of manufacture cannot be determined.

Event description:
The customer reported that during use low oximetry readings would display when the sensor was used with welch allyn/zoll md monitors. The equipment is used in helicopters, and patients are being monitored there. The readings are 5 % lower compared to pulse oximeters used on the same patients in the hospital.